Event description:
The complainant who has been a diabetic for 19 years and most recently placed on an insulin pump. Approximately 2 weeks ago the patient's dex system was providing results in the low 60 mg/dl range. In 2001 family member found patient lethargic, vomitiing and was unable to walk. Family member took patient to the hospital where a blood glucose reading was over 500 mg/dl. The time difference between readings is unknown. While in the hospital additional comparisons were performed for example the dex gave a reading of 143 mg/dl while the hospital system (type unknown) provided a result of 330 mg/dl. Electronic checks and control testing was performed and were satisfactory. The customer was using sensor lot number 0687, expire date 02/02. A request was made to return the system for evaluation. In the meantime a replacement unit has been provided.